Event description:
A malfunction alarm was reported. There was no reported adverse impact on the customer's blood glucose level. The customer independently reset the pump without reporting the issue initially, and the malfunction did not recur after the reset. Technical support advised the customer to continue using the pump and to contact them if the malfunction code appeared again, which the customer understood and acknowledged.